Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, 8mm mega suturecut needle driver instrument's cable snapped. It is unknown if a fragment fell into the patient. The procedure was completed with no reported injury. On 12/17/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: da vinci mega suturecut needle driver, version 16, broke during use. Instrument removed, checked for missing pieces and replaced instrument.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. H10 field updated for related report (B)(4). ,